Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Adverse event or product problem: selection has been updated to both (adverse event and product problem). (B)(6). Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2014 with a model zct225, +20.5 diopter. The lens was placed in patients right eye and aligned with 12 degree axis. On (B)(6) 2014 at the patient's post operative visit, the patient presented with 20/70 vision and iol was at 135 degree axis. On (B)(6) 2014, the patient was taken back to operating room (or) to reposition the iol and the iol now remains stable at 15 degree axis. There was no patient injury and the incision did not have to be enlarged. Patient vision is 20/25 and they are doing well.